Event description:
There was an allegation of a questionable urea result from the cobas 8000 c702 module. The initial result was 21 mg/dl and the repeat result was 196 mg/dl.

Manufacturer narrative:
The reagent lot number was 69552501 with an expiration date of 30-sep-2023. The field service engineer found a vacuum hose was damaged. He replaced the hose. The investigation confirmed the issue was resolved after the service actions.